Manufacturer narrative:
The received device had the cannula assembly not deployed. The device reported an 0x1c pump expiration alarm after running for 80 hours. Upon opening the pod, the needle mechanism partially deployed, but the release bar did not fire even though the ratchet gear firing flat had passed the firing position. The tip of the cam finger was bent backwards during installation, preventing it from engaging with the release bar and also held the needle mechanism in lock and load position during operation. This issue prevented the needle from deploying as expected. A mechanism rail was found to be bowed as a result of improper installation. No issues were found in the fluid path that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.